Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis and stopped treatment due to pain from the infection. The pdrn was not notified until (B)(6) and pd catheter was removed at the hospital. Additional information was obtained through follow-up with the patient¿s pdrn. The patient initially went to transplant on (B)(6) 2025 with complaints of belly pain and a non-functioning pd catheter (not a fresenius product). The patient was directed to call the home therapy nurse. The patient was then instructed by the home therapy nurse to go to the emergency room (ER). The patient had bloodwork and a computed tomography (CT) scan at the ER. The patient was then discharged and sent home. The patient had a scheduled appointment with the home therapy nurse on (B)(6) 2025 and told her about the symptoms. The patient was sent back to the ER and admitted to the hospital for further testing and treatment. The patient was then diagnosed with peritonitis. A pd culture was obtained, although only a 5-10ml sample was able to be collected. The culture was positive for staphylococcus epidermidis. The pd effluent sample was cloudy and turbid and resulted with a total nucleated cell count (tnc) of 23,972, neutrophils 84, lymphocytes 3, monocytes 11, and eosinophils 2. The patient had the non-functioning pd catheter removed and he transitioned to hemodialysis (hd). The patient was initiated on antibiotics with intravenous (IV) vancomycin 1500mg 3 times a week during hd for 18 days. The patient was discharged on (B)(6) 2025 after the patient stated he would leave the hospital against medical advice (ama). The patient is currently completing in-center hd. The cause of the peritonitis event was a lack of aseptic technique.

Manufacturer narrative:
Correction: h6 clinical harm code plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy utilizing the liberty cycler set and the patient event of peritonitis with hospitalization. However, there is no documentation in the complaint file to show a causal relationship between the adverse event and use of the liberty cycler set. Additionally, there is no allegation of a cycler set defect reported for this peritonitis event. The cause of the patient¿s peritonitis has been attributed to a lack of aseptic technique. The pd effluent culture result of staphylococcus epidermidis supports that cause as staph epi is a predominant normal flora of the human skin and the most frequently identified cause of pd-associated peritonitis. The non-functioning pd catheter is not a fresenius product and was removed. Based on the available information and no allegation of a defect, the liberty cycler set can be excluded as causing or contributing to the patient¿s peritonitis. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported to fresenius customer support that a patient got peritonitis and stopped treatment due to pain from the infection. The pdrn was not notified until (B)(6) and pd catheter was removed at the hospital. Additional information was obtained through follow-up with the patient's pdrn. The patient initially went to transplant on (B)(6) 2025 with complaints of belly pain and a non-functioning pd catheter (not a fresenius product). The patient was directed to call the home therapy nurse. The patient was then instructed by the home therapy nurse to go to the emergency room (ER). The patient had bloodwork and a computed tomography (CT) scan at the ER. The patient was then discharged and sent home. The patient had a scheduled appointment with the home therapy nurse on (B)(6) 2025 and told her about the symptoms. The patient was sent back to the ER and admitted to the hospital for further testing and treatment. The patient was then diagnosed with peritonitis. A pd culture was obtained, although only a 5-10 ml sample was able to be collected. The culture was positive for staphylococcus epidermidis. The pd effluent sample was cloudy and turbid and resulted with a total nucleated cell count (tnc) of 23,972, neutrophils 84, lymphocytes 3, monocytes 11, and eosinophils 2. The patient had the non-functioning pd catheter removed and he transitioned to hemodialysis (hd). The patient was initiated on antibiotics with intravenous (IV) vancomycin 1500 mg 3 times a week during hd for 18 days. The patient was discharged on (B)(6) 2025 after the patient stated he would leave the hospital against medical advice (ama). The patient is currently completing in-center hd. The cause of the peritonitis event was a lack of aseptic technique.